Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the bronchovideoscope, a real-time image on the screen had disappeared, making it impossible to continue the examination. Slowly turning the angulation again, the image returned to normal after a while and kept normal until the examination was completed. The event occurred during a bronchial examination and treatment procedure and no delays were reported. The procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, d10, h3, h6, h11 a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from customer.